Manufacturer narrative:
Covidien reference: (B)(4). The endobronchial tube was returned for investigation. The reported defect could be detected on the returned sample. The returned sample functioned as intended.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to patient use, an incomplete deflaiton of an endobronchial tube cuff was confirmed. There was no patient involvement.